Event description:
The customer stated that she was hospitalized with a high blood glucose of 561 mg/dl due to bent cannulas. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer stated that she was afraid to use the insulin pump. She stated that, when she was in the hospital, she felt pain all over her body and felt like she was going to die. The customer also stated that her glucometer was reading 40 points off. Advised the customer that the insulin pump was working properly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.